Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on july 9, 2025, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had been interrogated in october 2006 and no issues were reported. When interrogated in january, the patient's clinician stated that the device was depleting faster than expected. The patient questioned whether the device was on recall. A boston scientific technical services consultant discussed that the device was not on recall and recommended having a boston scientific representative present at the next device interrogation. The patient's next check was scheduled for (B)(6) and the patient indicated that a representative would be present.

Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had been interrogated in (B)(6) 2006 and no issues were reported. When interrogated in january, the patient's clinician stated that the device was depleting faster than expected. The patient questioned whether the device was on recall. A boston scientific technical services consultant discussed that the device was not on recall and recommended having a boston scientific representative present at the next device interrogation.